Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 259 mg/dl. The customer had no symptoms of high blood glucose. Customer treated with manual injection. Customer's blood glucose value was 370 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks but there was a marking on infusion set that resembled an air bubble. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer went to see healthcare professional and blood glucose dropped to 50 mg/dl due to possible over delivery. Customer declined troubleshooting for low blood glucose.